Event description:
A user facility reported an intraocular lens (iol) was removed and replaced. Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/29/2010, 12/06/2010, and 12/07/2010 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).